Manufacturer narrative:
Results of investigation: the suspect device was not returned to vyaire medical for evaluation. Root cause was determined due to software issue. Log check found that right before the cfb error, the o2 flush was enabled on then off. Investigations performed on similar cases by imt proved that this failure can be reproduced in the lab and the ventilation keep continuing with the last applied setting. This failure classified as "permanent apphang while device in standby mode". As a resolution, bug fix improvements will be implemented on next sw release.

Manufacturer narrative:
H10: the suspect device has not been return for investigation. However, log shows one instance of cfb without error. It was suspected the the issue is caused by interface controller epc problem and recommend replacement of main board. During the event, the therapist was looking for I-time and the screen went black with error message bellavista detected a user interface issue the screen freezes and alarming with red light. Vent powered off and looked normal after powering on. Furthermore, no root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the bellavista1000 us ventilator had the decommission screen popup while on a patient. Vent swapped out with a different vent. No patient harm.